Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump stopped delivering insulin. The customer's blood glucose level was unknown at the time of the incident. The customer did not troubleshoot but did return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump communicated properly with minilink transmitter sensor and glucose sensor simulator and no unexpected lost sensor alarm noted. The insulin pump had cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Additional information was received that the pump was alarming lost sensor and change sensor. Troubleshooting revealed that the customer does not use a sensor. Advised the customer that the sensor feature is probably turned on. However, the customer was not confident with the pump, and felt there was something wrong with it. No further troubleshooting conducted as the customer requested a replacement. The pump will be replaced.